Manufacturer narrative:
510 k # - k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User cannot advanced the needle after fist attempt. User changed to another same device to complete the procedure. Device was evaluated on the 03-jun-2021: proximal break noted "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Patient end please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas please describe the size of the intended target site. 2x3cm what is the endoscope manufacturer and model number that was used with this device? Olympus 290 was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes how many biopsies were obtained with use of this needle? 1 did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Manufacturer narrative:
510 k # - k142688. Device evaluation: 1 unit of lot c1784245 of echo-hd-19-c was returned opened in its original packaging. Clarification was requested as follows: the complaint description or (B)(4) states ¿needle cannot be advanced¿ the lab eval noted that the needle and sheath was separated from the device handle. Can I confirm that this separation is what the complaint is referring to? If it is not what the complaint is referring to, could you please ask if the sheath/needle separation was present before transport return to cook? Reply was received as follow: customer confirmed the complaint is ¿needle cannot be advanced¿. And customer also confirmed sheath/needle separation was present before transport return to cook. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 03 june 2021. A proximal needle/ sheath break below the sheath extender was observed. Document review including IFU review prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-19-c of lot number c1784245 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1784245. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to observed needle and sheath below the sheath extender which led to the needle advancement and retraction difficulties reported. This break may have occurred due to the flexed position of the endoscope as indicated in the additional information. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
**Final report being submitted due to the completion of the investigation on 01-jul-21**